Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual inspection revealed that the coil was severely stretched and kinked at proximal end and was covered in dried blood. Also, the interlocking arm of the coil had been pulled off and was not returned for analysis; weld marks were evident on the interlocking arm and on the coil. Microscopic inspection revealed that the zap tip shape and surface was smooth. Coil dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on the device analysis completed on 10aug2015. It was reported that the coil was jammed within the catheter. An 8mm x 40cm interlock¿-35 coil was selected for an embolization procedure to the ovarian vein. During the procedure, the coil became jammed within a non-bsc 5fr catheter. The physician removed the coil and began again. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was broken.